Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a surgical pocket revision due to discomfort. At this time, evidence suggests the system remains implanted.